Event description:
It was reported that the pump¿s reservoir connector snapped while the user was wearing the device on a belt clip, leaving a broken connector stuck on the ilet and preventing disconnection, after which the user noted the infusion tubing was disconnected and recorded a blood glucose of 293 mg/dl; the user administered a corrective dose via subcutaneous insulin pen. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed a cracked luer connector consistent with product breakage and therapy disruption. It was concluded that the event was related to a device component failure of the luer connector leading to hyperglycemia, with user mitigation achieved through backup insulin and supply replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.